Event description:
Dräger received a user facility report describing the following: "during the use of the anesthesia machine, the inhalation function was normal, but no pressure was detected at the exhalation port." There wa sno detail in the report which would reasonably suggest that patient consequences may have resulted from that.

Manufacturer narrative:
Dräger hasn't been contacted by the hospital after the event and was made aware of the issue by an ufr that was submitted by the local authority with 6 years delay. Dräger concludes that starting an investigation now is not meaningful; the device was manufactured in 2012 and may have been taken out of service in the meantime. It was reported that "the inhalation function was normal, but no pressure was detected at the exhalation port". This is a contradiction in itself - ventilation cannot be unrestricted when no airway pressure can be built up. As per report, the issue could be rectified "after fixing the respiratory pressure valve". It is not known which component the speech is of - there is no part in the device with an official name like or similar to that. No reliable conclusions can be drawn.